Event description:
It was repoted that prior to implant, the device was interrogated and found to be in backup vvi mode. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of the device in backup vvi mode was confirmed in the laboratory. The backup vvi mode was due to consecutive device resets, which were caused by bad memory operations.